Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain" and number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". The modular head and taper adapter were still assembled and no attempt was made to separate these components. The taper adapter showed evidence of light wear from contact with the stem in one location. However, the original manufacturing machining lines were still visible on the taper. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011, due to pain, mechanical symptoms including weakness and large clunk, and elevated cobalt and chromium levels. The acetabular cup, modular head, and taper adapter were all removed and replaced.